Event description:
It was reported that the patient had intermittent ventricular capture loss and experienced lightheadedness. The patient was admitted and put on telemetry where the physician found higher than expected capture thresholds with an inadequate safety margin programmed. The capture management feature was turned off and an adequate safety margin was programmed. The capture management trend was reviewed which showed a large amount of variance in capture threshold over the past year. The decision was made to leave the patient with a 2x safety margin with capture management on monitor and re-evaluate the patient in a month. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Ventricular capture management trend shows average threshold measurements varying from 1 to 2.25 volts throughout the record. (B)(4).